Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler had a tissue pushout event with a green reload. The stapler fired and completed the firing sequence, but when the jaws opened up staples fell into the patient. The sureform 60 stapler worked on the first two fires, then during the third fire the tissue pushout occurred twice. The surgeon then opened a sureform 45 stapler with a green reload to attempt to staple the tissue, another tissue pushout event occurred on the first fire. There was a total of three pushout events with two different staplers. A new reload was used and successfully fired the tissue. The surgeon over sutured the staple line as a precaution. It was noted that both staplers seemed to not clamp properly onto the tissue. There were no error messages. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaw. The surgeon did not fire over an existing staple line. No buttress material was used. There was no bleeding. There was no unplanned tissue removal. It was noted that the staplers were opened and not shaped in a "b" form. Dumped staples from the incomplete staple lines were retrieved. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Logs show that two staplers were used. The sureform 60 stapler was used first and installed on the system 5x and fired 4 green reloads. On install 1, no clamping or firing was attempted. On installs 2-5, all clamp attempts appear to have been successful, and the firings were each completed with no pauses for compression. Then the sureform 45 stapler was installed on the system 2x and fired 2 green reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first 3 clamps were successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs. Refer to medwatch reports (MDR) with MFR report#: 2955842-2024-21164 and 2955842-2024-21330 for MDR submission of the events reported against green sureform 60 reloads.